Event description:
The reporter stated that the tip broke off in the inserter on the last screw of the spinal surgery procedure. A spare instrument was used to finish the procedure. There was no adverse outcome for the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. A review of the complaint log showed that this was the 3rd reported incident (2nd verified complaint). An material change to 465 stainless steel to increase the strength of the instrument and address this issue was made. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.